Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device has a service indicator present as well as a white display. A white display is indicative of a device lockup condition that could delay, or prevent, defibrillation if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue.  Physio then replaced the system controller (sc) and user interface (ui) pcb assemblies and completed other, unrelated, repairs.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio determined that the cause of the reported issue was the ui pcb assembly; however, further, component level cause could not be determined. The sc pcb assembly was an ancillary part and there was no failure.